Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment. The procedure was shortly delayed and completed without movements. The philips remote service engineer (rse) analyzed the system remotely and confirmed that c-arm was unable to move. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found error related to defective motor and amc. To resolve the issue, fse replaced the amc drive and rotation motor. The defective parts were returned for analysis, for rotation motor, no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that c-arm was unable to move. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.